Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed; however the reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and 80-85% stenosed artery resulting in the reported failure to advance. Additionally, multiple attempts were made to cross the lesion and manipulation of the device and/or interaction with other devices as the device was removed then re-advanced (against the instructions for use) resulted in the noted stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately calcified, 80 - 85% stenosed, mid left anterior descending (lad) coronary artery. A 2.25 x 12 mm xience alpine stent delivery system (sds) was advanced to the lesion, met resistance with the calcium and would not cross the lesion. About a dozen unsuccessful attempts were made to cross the lesion and during several of those attempts, the sds was pulled back into the guide catheter. During removal of the sds from the anatomy, the stent dislodged and a snare was used to retrieve the stent from the anatomy. A non-abbott balloon catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.